Manufacturer narrative:
The reported event of failure to capture was not confirmed but the helix mechanism issue was confirmed. The device was returned in one full piece for analysis. Final analysis found the cause of helix mechanism issue was due to helix being clogged with dried blood and tissue. The helix could be extended and retracted after cleaning. Electrical testing, visual and x-ray analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for system implant procedure. Upon interrogation post procedure, it was found that the atrial lead exhibited no capture and dislodgement. During lead revision, a potential mechanical issue on the lead helix was observed. The lead was explanted and replaced. Patient condition was stable.